Manufacturer narrative:
No product to be returned for evaluation.

Event description:
Anchor idled in the inserter during insertion in the cuneiform bone. Bone was hard and it did not go in all the way and it could not be pulled out. The part that did not go in was cut off with pliers; experienced a 15 minute delay as a result. It is noted that a back-up device was not available. Further information received confirmed that the threaded part of the anchor remains in the pt without the sutures. Confirmed that the "cuneiform bone" was hard. The site was pre-drilled prior to attempted insertion. The surgeon did maintain axial alignment and was utilizing the ao-2 finger technique.